Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during a gastroscopy and esophageal dilatation procedure. The procedure was performed on (B)(6), 2012. According to the complainant, during the procedure, the balloon was attempted to be inflated in the patient's distal esophagus, however there was difficulty increasing the pressure sufficiently. The balloon was then attempted to be deflated, but it was reported that it would not deflate completely. It was reported that a second cre balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired.(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.